Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2012. Between (B)(6) 2012 there were 23 manual self tests, mainly of 10 minutes duration. Multiple manual events would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.